Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 3ss cv tubing had snapped off at the joint. The following information was provided by the initial reporter: a ricu nurse had a product defect on primary tubing. The tubing at the joint was snapped. It¿s lot number ((10)20099032).

Manufacturer narrative:
H.6. Investigation: a sample was received and investigated by our quality team. The set was tested using infusion of saline solution to determine where the separation was. The separation was then noticed and the customer's complaint was then verified. To find the root cause of the separation, the production facility was contacted for further consultation. With this failure, the most common root cause is an issue with post production handling of the set as the assembly line was working optimally at time of assembly. A device history record review for model 2426-0007, lot number 20099032 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the as lvp 20d 3ss cv tubing had snapped off at the joint. The following information was provided by the initial reporter: a ricu nurse had a product defect on primary tubing. The tubing at the joint was snapped, it¿s lot number ((10)20099032).